Event description:
Pt with a distal tibial fracture was initially treated with external fixation on an unk date. On (B)(6) 2012, the pt put her log on the ground (by mistake). At that time, the surgeon noted the clamp as loose. On (B)(6) 2012, the surgeon re-tightened the clamp and noticed the self-drilling screw was loose. On (B)(6) 2012, the surgeon placed an lcp distal tibia plate. The surgeon allowed the pt to be 1/3 weight bearing at week 4, half weight bearing at week 5 and full weight bearing a week 6. On (B)(6) 2012, the pt lost her footing, put her foot on the ground and left her leg wobble. An x-ray taken on an unk date showed a broken plate. The surgeon believes the plate broke due to meal fatigue because the pt was early weight-bearing with incomplete bone union. This report is 3rd of 3 for the same event.

Manufacturer narrative:
Two reports on this complaint event were previously submitted to the FDA on (B)(4) 2012. Upon further review, it was determined that another device associated with event required submission. This report is designated as the third report. This is the 3rd of 3 reports submitted on this event. Investigation is on going; no conclusion could be drawn as no device was returned or catalog number or lot number provided.